Manufacturer narrative:
The cartridge was returned to the manufacturing site. Visual inspection using a microscope at 10x magnification showed there was no lens inside the unit. Residue of lubricant such as ophthalmic viscoelastics (ovds) were observed inside the cartridge tube/tip, and loading zone. The condition observed in the cartridge is consistent with a unit that has been handled and prepared for surgical use. There is a hole on the cartridge tip confirming the reported cartridge damage. Manufacturing records reviews: since the lot number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a 1mtec30 cartridge was defective and damaged the intraocular lens (iol). No patient contact reported and no further information received.